Manufacturer narrative:
On (B)(6) 2016 12:14 pm (gmt-5:00) added by (B)(6) ((B)(4)): the replacement of the defective part was initiated by maquet service. This malfunction was previously addressed in the u.s. Through the device correction.

Event description:
The customer reported that the video spring arm was found broken on the weld. The incident occurred before surgery and no injuries were reported. (B)(4).